Event description:
The facility's biomedical engineering department reported that the device overinfused during pt use. A 250ml bag of an unknown solution was set to be delivered at a rate of 10ml/hr. Reportedly, the bag infused in a few hours, "much faster than expected". No pt injury or medical intervention has been reported. No additional information available.